Event description:
It was reported that pump displayed cartridge alarm 30 while customer was using cartridge. There was no adverse impact to the customer's blood glucose level. Customer had already replaced cartridge with new one before calling, was able to successfully load cartridge and resume insulin therapy, and issue was considered resolved, with no additional information provided regarding further actions.